Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2 mg/ml at 373.9 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was a broken pump. The critical alarm sounded but there was nothing in the logs. The pump was explanted on (B)(6) 2020. There were no reported symptoms. Further complications were not reported.